Manufacturer narrative:
The customer¿s report of separation between the silicone segment and the upper fitment was confirmed. Visual inspection observed that the silicone segment was completely separated from the upper fitment. No crush marks were observed on the upper fitment. The separated silicone was manually reassembled and fully reseated by hand. Functional and pressure testing was performed; no leaks or issues were observed. The pumping segments were visually inspected under magnification; the o-ring was still intact from the upper and lower fitment. Dimensional analysis also confirmed the tubing was within specification. The root cause of the separation was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a separation between the silicone segment and the upper fitment causing a chemotherapy spill. The 24 hr. Infusion of etopside (chemotherapy) was infusing causing "bubbles" the pump alarmed for ail every 20-30 minutes. The user was troubleshooting by ¿milking¿ the tubing to move the bubbles past the sensor. The user was concerned if this weakened the connection of the silicone to the upper fitment.